Manufacturer narrative:
Medical devices information references the main component of the system and other applicable components are: product ID 3057, implanted: (B)(6) 2017, product type screening device.

Event description:
Information was received from a consumer regarding a trial patient via a rep with an external neurostimulator (ens) it was reported that the patient stated that her husband was trimming the bandage and cut the left lead wire. Patient was advised to call her healthcare professional and patient confirmed they had an appointment scheduled on (B)(6) 2017. No symptoms reported. No further device complications reported.